Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 02nov2018. The review was performed from the date of manufacture to the present date 10jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Although requested, product has not been received.

Event description:
It was reported that a patient incident occurred on an alaris 8100 IV pump, s/n: (B)(4). Healthcare provider reported: ¿pump programmed to infuse 5 ml/hr, but entire 250 ml was infused. Pump was set correctly and upon reviewing volume infused, brain (alaris pc 8015 s/n: (B)(4)) said the channel (alaris 8100 IV pump above) only infused 4.68 ml.¿. There was a report of patient involvement but no patient harm.